Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that 2 months after implant, the right ventricular (rv) lead impedance increased from 1800 ohms to 2400 ohms. The lead automatically switched to unipolar configuration, per programming. Then the patient experienced dizziness while lifting some bags, as noise was oversensed and resulted in about 6 seconds of pacing inhibition. No noise was seen in bipolar configuration. As the patient is pacemaker dependent, the physician took the patient to lab to investigate the issue. It was noted that during fluoroscopy, that the rv lead was pushed either high septal or possibly at the rv outflow tract. Also, the helix on the lead was not extended. The lead was repositioned and pacing impedances still tested high so the physician opted to replace the lead. While repositioning, the helix extended and retracted with no hesitation. There appeared to be no damage to the lead. The clinical observations were attributed to the lead not being secure in its location. The lead was discarded. No additional adverse patient effects were reported.